Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.